Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the pacemaker entered back-up mode. The firmware was reinstalled and normal function resumed. The device remains implanted with no adverse consequences to the patient.